Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed to remove the cuff. No patient complications were reported.

Manufacturer narrative:
Correction to field c2/d10: balloon concomitant information. Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected, and leak tested. Visual inspection revealed folds on the cuff, while the leakage test passed. Based on the available information and analysis results, the reported clinical observation of a device mechanical issue could not be confirmed.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed to remove the cuff. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed the presence of folds; however, the cuff successfully passed the leak test. The balloon was visually inspected. Visual inspection identified a fatigue - related hole at the junction between the balloon and the adaptor. Due to this damage, leak testing was not performed, and functional testing could not be completed, as the identified fatigue defect resulted in leakage. Based on the information available and analysis results, the reported clinical observation of a mechanical device issue could not be confirmed. However, the hole identified in the balloon could affect product performance. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed to remove the cuff and balloon. No patient complications were reported.